Event description:
It was reported that this procedure was to treat a moderately tortuous, moderately calcified, concentric, de novo lesion in the mid left anterior descending coronary artery. The 2.25 x 15 mm trek balloon catheter was prepared per the instructions for use prior to use in the anatomy. The trek balloon was advanced and inflated for pre-dilatation, but the balloon ruptured at 12 atmospheres (atm) during the first inflation. A non-abbott balloon catheter was used to further dilate the lesion. There was no resistance noted during advancement or removal of the trek balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ef; guide cath: profit 6f nl4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.